Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor resets during a pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.